Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the patient obtained erratic and low blood glucose levels. On (B)(6) 2012 at 9:09 am, the patient obtained the reading of 372 mg/dl; at that time he experienced no symptoms of high or low blood glucose levels. At 9:39 pm his reading was 58 mg/dl; the patient was treated with juice. On (B)(6) 2012, the patient obtained the following readings: 2:49 am, 57 mg/dl, 3:15 am, 68 mg/dl, 3:28 am, 124 mg/dl, 5:30 am, 68 mg/dl, 10:15 am, 51 mg/dl, and the patient experienced the symptom of "feeling low" 4:13 pm, 43 mg/dl, and the patient experienced the symptom of "feeling low". The patient was treated with candy or food; he did not seek any medical attention. Troubleshooting revealed the pump date/time were correct and all total basal/bolus doses given correctly matched those programmed. The I:c and isf had been recently changed by the patient's hcp. It was also determined the pump basal setting was incorrect, as the patient's mother changed it without advice from the hcp. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by changing the basal rate setting in the pump. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia afterwards, and received treatment with food to alleviate his symptoms, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.